Manufacturer narrative:
No photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 385100 and lot number 4061306. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd q-syte closed luer access device septum is damaged and leaks. The following information was provided by the initial reporter, translated from chinese to english: (B)(6) 2024. 3:00pm while the nurse was administering an IV to this patient, fluid leaked out of the connector articulation and was found to be dented in the soft plug of the connector; the fluid no longer leaked after replacing the connector with a new one.